Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had an upper panel assembly that was defective. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) coiled cable p-clip cable tie was broken, fiber optic door mechanism is corroded causing it not to retract. Discovered during pm service. Entire upper panel assembly ((B)(6)) was replaced. Assembly includes p-clip and fiber optic door. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. No patient involved. The equipment was cleared for customer use. The defective components were received for further investigation. The final investigation has been completed by failure analysis and testing department. Retaining the upper panel assembly in the failure analysis and testing department per procedure.